Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned after restarting the system. A philips field service engineer (fse) visited the site and confirmed the reported problem that the detector could not rotate. The fse checked the log file which showed a loss of frame errors. The fse solved the issue by replacing the automatic movement control (amc) unit. After part replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.